Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death); patient¿s condition affected effectiveness of device (cardiac arrest); lack of information (cause is unknown); conclusion: device failure/lack of effectiveness related to patient condition (cardiac arrest); lack of information (cause is unknown).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. The index procedure was completed successfully. A CT scan performed six months later was normal. It was reported that the patient died at home due to a cardiac arrest. A CT scan showed that the stent graft had the bird beak configuration; however; a CT scan performed three months prior showed the graft to be well apposed and in proper placement. The vascular surgeons stated that they did not think the endurant grafts were the cause of the patient's symptoms or contributed to the patient¿s death.